Event description:
Customer alleged peroxide contact. A (B)(6) female employee was not wearing gloves when removing a load from a canceled sterrad nx sterilizer cycle. The contact was on a finger on the right hand. The employee ran her finger under water for ten minutes. Medical attention was not sought.

Manufacturer narrative:
(B)(4) other: skin contact.